Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two prostyle devices and the proglide device referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using prostyle and proglide devices with a 6f sheath after a coronary chronic total occlusion interventional procedure. Reportedly, cuff misses [suture retrieval issues] were observed with three prostyle devices. A proglide device was requested, but as the device was being removed from the packaging the proglide device looked like it was kinked at the sheath; therefore, it was not used. A new proglide device was attempted; however, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.